Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to gastrointestinal bleeding (gi). The patient presented with dropping hemoglobin of 6.8 and hematocrit of 22.1 and dark stools. The patient¿s inr was 3.7. Bleeding was not confirmed on egd or colonoscopy. The patient was transfused with 2 units of packed red blood cells (prbc) and no signs and symptoms of further bleeding observed. The patient was discharged home. The manufacturer¿s technical services representative reviewed the submitted log file and reported no unusual events. No additional information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.